Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device would remain activated when the foot was taken off of the pedal. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Evaluation conclusion: the device has been discarded by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the device would remain activitated when the foot was taken off of the pedal. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.